Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "breaking bad: a comparative descriptive analysis of periprosthetic fractures around cemented and uncemented femoral stems" written by christopher fenelon, mb bch, mch, mrcsi, evelyn p. Murphy, mb bch, mch, mrcsi, muhammad n. Baig, mb bch, mrcsi, chm, stephen r. Kearns, mb bch, md, frcsi, colin g. Murphy, mb bch, frcsi, and william curtin, mb bch, frcsi published by the journal of arthroplasty published online 28 march 2019 was reviewed. The article's purpose to review radiographs of femoral periprosthetic fractures (ppf)to try identify if fracture patterns around differing types of femoral prostheses existed. Data was compiled from 138 patients who underwent surgery for a ppf with mean age of 78 years. The majority of these patients previously undergone a total hip arthroplasty and others received hemiarthroplasty or revision tha. Table 2 provides a list of depuy and non-depuy femoral stems with a number count of either cement or non-cement fixations that were associated with ppfs that accounted for all 138 patients. Cement manufacturer is not identified and no other adverse events are discussed within the article. Other components not identified or discussed. Figures 1 and 2 provide radiographic images without product identification depicting patterns of ppfs. Depuy products: cemented charnley (qty 26), cemented c-stem (qty 1), uncemented corail (qty 30), uncemented srom (qty 1), and uncemented solution (qty 1). Adverse event(s): periprosthetic fracture (treated by revision or orif).